Manufacturer narrative:
Upon further discussion and troubleshooting with the user, it was stated that when he removes the scope from the system the video is stable. The color bards are good with no flickering. He assumes that this happens when multiple scopes are used as well. With that in mind, olympus representative noted that the issue may be with the processor to the monitor or the monitor itself. Customer confirmed he would continue troubleshooting and report his findings to olympus. Three attempts have been made from olympus to the user facility to follow up and no responses have been received. As it stance, olympus cannot definitely confirm that our device did not cause or contribute to the malfunction. Upon completion of the investigation, or if additional information should become available, a supplemental report will be submitted.

Event description:
As reported, the visera elite video system was displaying a flickering video. No patient impact or consequence were reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely user made a connection to the subject device in a state where the electrical contacts on the video connector were not sufficiently dried or there were foreign substances which led to the electrical connection being temporarily unstable, and then the image transmission between the endoscope/camera head and the video processor failed, causing a flickering image. Alternatively, there was a malfunction in the endoscope/camera head. The instructions for use have the following statement which can prevent the event: "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. When the video connector and its electrical contacts wet, wipe them as described in the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear."